Event description:
The st. Jude medical representative reported that noise was observed on the ventricular channel. Technical services reviewed the egm's and noted that the noise was indicative of a lead fracture. It was also noted that the impedance had dropped greatly over the course of the past six months. The lead was replaced.